Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic after feeling a vibratory patient notifier, the electrograms revealed nonsustained right ventricular oversensing episodes indicating intermittent capture. The right ventricular output setting was kept lower since the patient experienced diaphragmatic stimulation. The patient can not recall any differences at the time of the event. The patient will return to the clinic in three months for a routine check-up. No further information is available.